Manufacturer narrative:
Exemption number: e2014018. Device not returned.

Event description:
Country of complaint: (B)(6). Infection on left knee prosthesis left knee. All med watch submissions related to this report are: 9610612-2017-00633, 9610612-2017-00634, 9610612-2017-00635, 9610612-2017-00636.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the manufacturing documentation has been checked for the available lot numbers and found to be according to the specification. There is no indication for a manufacturing error or a material defect. No further complaints received from these batches. Conclusion and root cause: the failure is not product related. Rational: after checking the device history records, there is no indication that the product is causative for the mentioned infection. No CAPA is necessary.